Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a microclave¿ clear neutral connector where it was reported there was a broken cap on central venous line (cvl) (double lumen rij). It has leaked in such a way that it trapped blood in the cap that couldn't be flushed through or cleaned externally. The caps/lines were changed due to concern of enhanced clabsi risk and found a portion of the cap was unusually depressed. The status of the product at time of the event was during patient use. The broken cap switched for working cap with no issue. Two days later patient had a fever, peripheral blood culture done and started on antibiotics. Blood culture was positive for infection. The medications infusing at the time of event was heparin for cv line patency, maintenance fluid of d5w, .2 nacl with kcl 40 mmol /l, milrinone infusion, morphine infusion. The d5w variants and normal saline variants carried in cccu at sickkids are from baxter.

Manufacturer narrative:
Investigation summary: one (1) photograph was returned that confirms the complaint of leaking. Received one (1) used mc100 microclave clear neutral connector, it was confirmed visually to have internal leakage. Both the one (1) used and the one (1) new mc100 microclave's were tested, no leaks were observed. The one (1) used microclave clear neutral connector had seal damage typical of access with an incompatible mating device. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The probable cause of the confirmed leakage is unknown.